Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left hip was revised. A rep for competitor covered the case, there was no stryker presence. Stryker rep reported that our lfit c-taper femoral head was explanted. A larger stryker lfit anatomic c-taper femoral head with a higher offset and unknown competitor device(s) were implanted.